Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening, dark ring and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified opening extended is found with the following conditions: smooth edge on radius / crease sharp edge on radius, stress marks and wear abrasion. Based on the device analysis the final assessment is: a opening extended is found with the following conditions: smooth edge on radius assessed as smooth opening, crease sharp edge on radius assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possible left side rupture and capsular contracture, baker grade IV."

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV. Device was explanted.